Event description:
During a scheduled interventional cardiac procedure the pt developed a perforated vessel. While the situation was being attended the system lost power and ceased working. Approx fifteen minutes elapsed before power was restored and the system returned to operation. It was reported that the pt did not survive the perforated vessel.